Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. This medwatch report is in response to receipt of maude event report mw5044713.

Event description:
It was reported that a patient underwent an unknown surgical procedure on (B)(6) 2015 and absorbable straps were used. During the procedure, the device would not fire properly and a piece of white plastic was ejected when fired. There were no adverse patient consequences reported. No additional information was provided.